Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to stress urinary incontinence and enterocele. It was reported that following insertion the patient experienced prolapse, kidney problems, and recurring bladder infections following the procedure. It was reported that patient underwent a bladder suspension procedure and vaginal prolapse repair with uretosacral ligament suspension, cystoscopy, enterocele sac ligation and placement of additional mesh on (B)(6) 2007 due to pelvic organ prolapse.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh product were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.